Manufacturer narrative:
The unit was returned to the company for investigation. The external visual inspection showed no issues with the unit or the packaging. The internal visual inspection also showed no issues. Testing showed there were no leaks in the device and the natural evaporation rate, operating pressure, flow rates and qdv function were all normal. The primary relief valve open pressure was 0.3 psig higher than specifications and the secondary relief valve close pressure was 3.5 psig lower than specs. These minor out of range values for the relief valves are attributed to the age and maintenance of the unit. This unit functions normally in the delivery of the prescribed flow of oxygen to the patient.

Event description:
The company was notified on february 26, 2016 of a patient death that occurred on 1037905-2016-00324 2016. The patient was breathing off of an h300 portable liquid oxygen unit. The patient's son left her alone with the h300 for several hours. When the patient's son returned, the patient had passed away. Cause of death is still under investigation. The unit has been returned and is currently undergoing inspection.

Event description:
The company was notified on (B)(4) 2016 of a patient death that occurred on (B)(6) 2016. The patient was breathing off of an h300 portable liquid oxygen unit. The patient's son left her alone with the h300 for several hours. When the patient's son returned, the patient had passed away. Cause of death is still under investigation. The unit has been returned and is currently undergoing inspection.